Event description:
Initially, the insulin pump trainer called to report that the bolus wizard feature was not calculating correctly. After troubleshooting it was determined that the customer was not using the feature correctly. It was also stated that the customer was hospitalized for diabetic ketoacidosis because the customer had not been checking her blood glucose levels for several days. The insulin pump was not being questioned and no troubleshooting was necessary.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.